Event description:
It was reported that the customer had a frozen insulin pump. Customer had a button error and the buttons caused the pump to scroll on its own. Customer stated that there is a dent on the bottom button and she feels this was caused by the belt clip that she was using. Customer reported that the belt clip wrapped around the bottom and was pressing against it. Customer has taken the battery out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was advised to put the battery back in the pump and it started counting but then gave a button error. This indicated that the screen was not frozen. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error, frozen screens or display ramping on its own anomaly was noted. The insulin pump was received with cracked case at reservoir tube lip and battery tube threads, minor scratched lcd window. No belt clip assembly was received with pump and as such, we are unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.